Event description:
It was observed that during the device evaluation, the single use ligating device exhibited the rear end of the loop was not properly connected to the hook, and the loop was caught in between the coil sheath and the hook. Also, the loop was pulled in the direction of the distal end. However, the loop could not be withdrawn from the coil sheath. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation result, a likely mechanism causing the reported events might be the following: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.